Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range pacing impedance measurements on this right atrial (ra) lead and the right ventricular (rv) lead. Noise was also observed. This patient is in hospice care; therefore, the device has been deactivated. Lt is planned to discuss troubleshooting and follow up with the physician in charge. No adverse patient effects were reported. At this time, the device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).